Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and cartridge multiple times. Customer's blood glucose was 360-373 mg/dl. As the pump supplies were changed, source of occlusion could not be identified.